Event description:
The device was used during laparoscopic cholecystectomy. Reportedly, the instrument was difficult to open and close. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.